Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 8 mg/ml at 3.1004 mg/day, and compounded baclofen 15 mcg/ml at 5.813 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported device interrogation revealed a pump motor stall with recovery secondary to MRI on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No intervention/action was taken. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The stall occurred on (B)(6) 2016 at 11:15, and the recovery occurred on (B)(6) 2016 at 13:56.